Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support regarding a second insulin occlusion associated with supplies from a starter kit. The patient no longer had the lot number available and reported that the issue had occurred twice, both times while using supplies from the starter kit. The patient used a continuous glucose monitoring system and was able to resolve the insulin occlusion independently by changing the infusion set. At the time of the call, the patient reported a blood glucose value of 120 mg/dl. The patient stated they had sufficient supplies on hand and did not require a replacement at that time. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.